Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received multiple inappropriate therapies due to lead noise. Device interrogation showed oversensing of non-physiological signals on the rv lead. Lead damage was suspected. Lead was extracted and replaced. Patient was stable before, during and after the event.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion was noted under the rv shock coil at 5.0-5.3cm and 6.4-6.8cm from the distal tip. The etfe coating was abraded at these locations. This is consistent with the observation from the field of noise, oversensing, and inappropriate therapy.